Event description:
Complaint description: the product was inserted into the pt on (B)(6) and the cuff was found ruptured on (B)(6). It was reported that there was no harm or injury to pt and the product was removed the normal way.

Manufacturer narrative:
Based on available info, medical determination is that this is a serious malfunction. A leaking/ruptured endotracheal/tracheostomy tube cuff exposes the pt to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Reported to the FDA on (B)(4) 2012.